Manufacturer narrative:
Results: a sample was not returned for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5275723. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that the white barrel of the 4.0 ml 13x75 mm plastic c&s preservative tube and urine transfer straw would break while attaching tube to the transfer device. This exposed the needle part and also caused a leak of urine. No injury or medical intervention was reported.